Event description:
The device was used during a breast biopsy procedure. Reportedly, the instrument did not cut. The surgeon manually cut and applied cautery to comlpete the procedure. The hospital has reported no patient injury occurred.